Event description:
It was reported, "surgeon put in 1st plate and screws. Under scope he noticed a piece of metal sticking up and felt it and was sharp. Removed a superior screw and in doing so popped the ring because it was very difficult to get out. Plate and screws were then removed, said he felt resistance going in. The 2nd plate w/rescue screws was implanted and 3 of the 4 screws had metal coming off of them as well. Plate and screws were removed, surgeon commented again that there was resistance putting in screws. Pt was then left w/o plate and was braced. Rep examined screws and plate after case and noticed metal fillings or shards around screws were deformed, measured xray and screws were in at correct angles."

Manufacturer narrative:
Same event as medwatch 9617544-2008-00051 cat # 48694514, reflex-hybrid 4.5x14mm variable angle self tap.screw was also referenced. It is unk which, if any, of the devices may have caused or contributed to the event. Product has been requested for eval and if received, MDR will be updated on a supplemental.